Event description:
The provider reported the customer was in the unit when the back wheel fell off causing him to drive into a ditch. No injury reported.

Manufacturer narrative:
Eval anticipated but not yet begun. A follow-up report will be submitted upon completion of investigation.